Event description:
Rptr c/o chest/rib cage pain and /or burning sensation and inflammation, substantial hair loss not connected with medications, connective tissue disease, chronic unexplained muscle spasms, muscle pain and burning, fibromylagia, granulomas or siliconomas and chronic inflammatory response. Rptr had biopsies done on tissue samples examined pathologically. A medical professional has confirmed silicone outside the breast scar tissue capsule in the breast tissue. In surgical area she had infection, excess fluid and numbness (nipple or breast). The implants were ruptured. She had bleeding through the envelope. She had 2 capsular contractures and 2 closed capsulotomies. (*)